Manufacturer narrative:
The initial report had the incorrect information related to event. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer's low blood glucose level was not a result of over treatment for a high. There was no mention of over treatment in the notes.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose levels were 380 mg/dl the other night and over 300 mg/dl last tuesday. The customer over treated with insulin pump which caused low blood glucose levels and had to glucagon a few times in summer. The customer declined troubleshooting for high as well as low blood glucose level. The insulin pump will not be returned for analysis.